Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, the right atrial (ra) lead experienced helix retraction issues. The physician was looking for good numbers and the helix was able to be extended. The numbers were checked thru the analyzer and found them to be unacceptable. A new location was tried. The helix was retracted without incident and a new location which provided acceptable numbers. The physician extended the helix to fixate the lead. The physician tied the lead down, but noise was noted. It was decided that there was an issue with the lead and decided to remove it. The physician placed the fixation tool on the lead and began counter-clockwise rotation of the tool while under fluoroscopy. The helix did not retract. No movement of the helix was observed. The ra lead was capped and remains in the patient's body was never in service. No adverse patient effects were reported.